Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent deployment procedure performed on (B)(6), 2010. According to the complainant, the stent would not deploy inside the patient. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; handle broken.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on to the shaft. Blood/mucous was present inside the clear outer sheath of the stent. The clear outer sheath of the stent was kinked at the proximal end of the stent. The distal handle was detached from the outer sheath and the outer sheath was accordioned. The stainless steel shaft was bent. During analysis, it was possible to retract the outer sheath by hand and deploy the stent. No issues were noted with the profile of the stent. The inner lumen was kinked. A labeling review was performed and no anomaly was found. The most probable root cause is operational context.